Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2019-01273; 508-32-204 s801 - device cracked/broke. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to the baseplate center screw was broken.